Manufacturer narrative:
The saw was evaluated by the MFR, however the complaint could not be replicated because the motor would not operate. The device was disassembled and it was discovered that the motor assembly was subjected to non-stryker repair activities. The device instructions for use contain the following statement: "do not attempt to service any system component. In the USA, refer calibration, operating difficulties and scheduled maintenance activities to your stryker rep or stryker customer service." The saw was repaired and returned to the user facility.

Event description:
It was reported that during a surgical procedure, the saw heated up. Backup equipment was used to complete the procedure, resulting in a 5 minute delay. There was no pt or user injury reported, and no other adverse consequences were alleged with this event.